Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was 230 mg/dl. Customer also stated that the drive support cap was normal. Customer was able to successfully clear the alarm and able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.